Event description:
The pt service rep (psr) assisting a (B)(4) female pt contacted zoll lifecor customer support service to report that the pt's electrode belt broke off where it connects to the monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. As received, the electrode belt's connector was broken and would not properly secure the belt to the monitor. The root cause of the connector damage cannot be positively identified. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.